Event description:
On (B)(6), a spontaneous e-mail report by a pt to a physician was received via e-mail from a company representative regarding a female (age not reported), who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history, the pt's skin type, and concomitant medications were not reported. The pt received an injection (volume not reported) of restylane (syringe size not reported) on an unk date under the eyes. Pre-procedure medications and additional procedures performed at the time of implantation were not reported. On an unk date, after the implantation, the pt went blind. No additional info was provided. The lot number and expiration date for restylane were not reported.

Manufacturer narrative:
Additional PMA/510(k): p040024.